Event description:
The pt experienced a lack of therapeutic effect from her implantable neurostimulator. The symptoms began about 2 weeks ago, but were not related to any known accident or incident. A MFR's employee reviewed the functionality of the pt programmer and the pt was able to feel and adjust stimulation. The pt thought that the ins may have been turned off. The pt also reported that she felt a shock when she turned her system on about a year ago. The ins was checked and reprogrammed. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).